Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation determined that the device failure to complete its internal self-test was due to a fracture in the non-return valve (nrv) elbow. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4). Note: at the time this complaint was reported to the manufacturer it was assessed as being a non-reportable malfunction event. An in-depth analysis of this complaint report as well as the device investigation identified information to change the assessment to reportable.

Event description:
It was reported to resmed (B)(6) that an astral device failed to pass its internal self-test. The device was not in use when the fault occurred, therefore, there was no patient involvement.